Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. Concomitant medical products: addr03 ipg implanted: 30-dec-2015; 4024-52 lead implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker system was explanted and replaced during a device upgrade procedure and was later returned. The system was returned to the manufacturer, analyzed and the leads tested out of specification. No patient complications have been reported as a result of this event.